Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was received with the helix retracted.

Event description:
It was reported that during the implant attempt the patient experienced pain. An x-ray revealed that the helix had spontaneously extended during passage of the lead through the introducer. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.